Event description:
On (B)(6) 2025, a patient was prepped for a central venous catheter placement procedure using the powerline central venous catheter. Prior to the procedure upon opening the package, it was noted that the catheter was fractured. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.